Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that the was an issue with the scope or monitor cable. Additionally, the issue could be due to foreign object like chemical residues, trace of water, sebum, dust, or lint on the electrical contacts. Residues on the contacts interfered with communication between the scope and processor.

Event description:
It was reported to olympus that during a gastroscopy procedure, the evis exera iii video system center have a black screen (no image). The procedure was successfully completed with a similar device. There was no clinical delay, patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported black screen (no image) event. The evaluation found a worn-out base and battery inside the device was over five (5) years old and needed replacement. Additionally, the device main switch was dirty, and the software need to be updated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.